Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 22/apr/2019. Device evaluation: visual analysis of the returned device identified: broken shell and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on radius side assessed as unidentified(tear) opening( a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis, the final assessment is broken shell with sharp edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported unknown side "defect implant and pain". Device has been explanted.

Event description:
Patient reported defect implant and pain diagnosed with ultrasound and histology. The device has been explanted. Right side record.